Manufacturer narrative:
The insulin pump was received with a partially broken reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, a broken belt clip slot, a scratched reservoir tube window, and a missing end cap sticker. There was no damage noted on the case near the motor, address/serial number label, or the end cap during physical inspection.

Event description:
The customer reported via phone call that he attended pump class yesterday and noticed a crack on the insulin pump. Customer's blood glucose was 115 mg/dl at the time of the incident. Customer was advised to disconnect from the pump. Customer stated that the damage is right where the motor is located. Customer stated that there is a crack on each corner of the data plate and cracks that stop right at the screen. Customer never even noticed it cracked until he went to the class. Customer does not know how it happened. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.